Event description:
A rep of a (B)(6) facility reported that a dfh-0008, 23 g hoffman/ahmed horizontal micro-scissor, curved shaft, malfunctioned while in use in the anterior chamber of the eye. One of the blades broke off but was retrieved without resulting in an injury to the eye.

Manufacturer narrative:
The reporting facility has stated that they would return the equipment for eval. Mst is continuing to request the equipment to be returned for eval. A f/u report will be provided in the event the product is returned and the eval is completed.